Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient's blood glucose (bg) levels have been high all week in the morning. The reporter stated that today the patient's bg was 600mg/dl without symptoms. The patient was treated via bolusing with a pen. Customer support (cs) completed troubleshooting with the reporter and found that the pump was priming and bolusing fine. All settings were found to be correct. The isf, I:c and bg targets were reviewed and they were all correct. Cs advised the reporter that there was no defect found with the pump. Although no specific evidence of pump malfunction or defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.